Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top of the external pulse generator (epg) was broken and leads would not stay in place. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted the lower case was broken and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.